Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(6). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received based on review of a journal article entitled, "adverse reactions to metal on metal are not exclusive to large heads in total hip arthroplasty." This study reviewed the population of patients with small head (b 32 mm) mom tha to determine (1) the frequency of armd; (2) potential risk factors for armd in this population; and (3) the etiology of revision and kaplan-meier survivorship with revision for all causes. The study consisted of 299 patients (347 hips) treated with cementless primary or conversion tha using a modular mom bearing. During the study, sixty-five patient deaths occurred due to unknown reasons. Fourteen revision procedures occurred due to armd, four revisions occurred due to loosening, and two revisions occurred due to fractured acetabula. Overall, the frequency of armd with this device was low but represented 70% (14 of 20) of revisions performed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: added patient information, added patient and device codes, added ¿health professional.¿ added method, results, and conclusion codes. Added manufacturer narrative (below). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report addresses: 65 deaths for unknown reasons.